Event description:
It was reported that dissection occurred. Vascular access was obtained via the right femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 90% stenosed, 20mm x 3.50mm, eccentric, de novo lesion, located in the moderately tortuous right coronary artery (rca). After adequate predilatation was performed with a non boston scientific 2.00 x 10mm balloon, a 24 x 3.50 promus premier stent was advanced and deployed at 11 to 12 atmospheres. Following stent deployment, the stent delivery system was removed from the patient and a distal edge dissection was noted. It was noted that significant resistance was encountered while advancing the device. To cover the edge dissection, a 16 x 3.00 promus premier stent was advanced and deployed. The stent was then post dilated by a 15 x 3.50mm quantum apex balloon. The procedure was completed and the patient was reported to be stable following the procedure.